Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, loosening of the connector pin (lg connector section turns) was reproduced. The reported failure mode can be attributed to wear and tear as well as excessive force. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the internal lens was damaged, the outer tube was bending, there was peeling of gold plating on the outer tube, adhesions on the tip cover glass, the product name ring was fading, objects were adhering to the internal lens and a broken light guide. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope light guide (lg) connector part rotates. There were no reports of patient harm.